Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.25 x 20 stent delivery system was returned for analysis. Examination of the stent under microscope found stent damage. Struts in the proximal region through to the mid-section found to be lifted and flattened in places. The stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no damage. Examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 20x2.25mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.25 x 20 synergy drug-eluting stent was advanced for treatment. However, when the stent crossed the lesion in the distal end of the lad, the stent strut got lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 20x2.25mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.25 x 20 synergy drug-eluting stent was advanced for treatment. However, when the stent crossed the lesion in the distal end of the lad, the stent strut got lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.